Event description:
It was reported that the atrial lead had low impedance measurements, the sensing value was low and had possible insulation failure. The atrial lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.